Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the patient line of the homechoice cassette. The particulate matter was plastic, transparent, and approximately half centimeter in size. This was identified during use of the device for peritoneal dialysis training. There was no report of patient injury or medical intervention associated with this event. No additional information is available.